Event description:
Per customer's statement on repair authorization form " freezes". Reference repair order: 90526. Ref (B)(4).

Manufacturer narrative:
Ref (B)(4). *investigation x-review DHR x-inspect returned samples *analysis and findings a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint. Moisture was noted inside the unit. Any moisture that makes it way inside the spring assembly will interfere with the proper function of the spring assembly. The spring assembly is made up of a spring with a ball end. The ball end is set to move under a range of pressure so that its seating pressure is a maximum. The position of the ball and the flow of gas around it produces the desired drop in temperature at the tip of the probe. All this is internal within the particular tip. In this case, p/n 139. The pressure needed to seat the ball was determined to be higher than the specification for this probe. This confirms moisture is present as the cold will turn it to ice particles interfering with the proper movement of the spring assembly inside. The root cause for this complaint condition is being attributed to end user error. Moiture entry is possible through the autoclaving process, sterilization. It can enter via the exhaust port or the filter if either end or both are in the pan partially submerged in the water. The IFU states 'do not immerse probe in any solution.' *correction and/or corrective action the unit was re-worked, tested to specifications and returned to the customer at a charge. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to at this time. *was the complaint confirmed? Yes *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Per customer's statement on repair authorization form " freezes". Reference repair order:(B)(4). (B)(4).